Event description:
Customer was feeling weak and had a blood glucose reading of 138mg/dl. Customer started to feel worse and lost bodily control. A relative took her to the ER where her blood glucose level was over 500mg/dl. Customer was put on an IV and hospitalized. She was discharged on 05/16/1999.